Event description:
During procedure, device was used to staple. When staple applied, it would not release. Handles were forced apart and it did release the staple without tearing tissue or pulling staple out of place. Device was immediately removed from patient and a new device used for remainder of procedure.